Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and inspection on the device found a faulty board set. Additionally, it was found that the device needed a software upgrade. The device was serviced with a replacement board set and equipped with a software upgrade. Following completion of service, the unit passed all functional testing and the device was returned to the user facility.

Event description:
The user facility reported that the device had no image. The reporter stated that this occurred during procedure however; there was no patient harm involved with the event. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on february 25, 2016. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The design records were reviewed and showed when the change history of the parts was checked for events in which no images were found, it was checked that the dr board was being changed on (B)(6) 2018. However, the legal manufacturer reported that it is unclear whether this change in design is related to the indicated event. The legal manufacturer determined that the most likely cause for the report is as follows : it is speculated that patient substrate set became non-functional due to an accidental failure. In the patient board, the scope is controlled, the images are read out and preprocessed, and the images are no longer outputted because they no longer function. We assume that there was no opportunity to update the software because there was no problem with the previous version of the software.